Event description:
It was reported to philips that the allura device was not booting up. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting up. Review of the system log file showed frontal ip-pc malfunction. The fse reloaded the ip-pc software. After reloading the software, the system was returned to use in good working order.